Event description:
A customer reported to beckman coulter that the unicel dxc 600i synchron access clinical system generated an erroneously low enzymatic creatinine result of 14.4 mmol/l for one patient sample. The erroneous result was not reported out of the laboratory. The customer performed repeat testing on the same instrument, and obtained a higher result of 42 mmol/l. There was no report of death, injury, or change to patient treatment in connection to this event.

Manufacturer narrative:
Beckman coulter field service engineer inspected the instrument but could not find any problems that reasonably suggest a malfunction. The cause of the event could not be determined. A related event at the customer's site on (B)(6) 2013 is documented in MDR# 2050012-2013-00107.